Manufacturer narrative:
The investigation determined that higher than expected vitros sodium (na+) results were obtained using a non-vitros mas quality control fluid processed on a vitros xt7600 integrated system. The investigation determined the assignable cause to be an instrument issue. The customer noted that the erf module was misaligned compared to the leak pad. An ortho field engineer (fe) performed service actions to the analyzer that included redressing wiring so as not to obstruct the erf module movement, inspecting the electrometer, cleaning the pm evaporation caps and pathway, optimizing the pm ring stopping position, replacing the pm drive motor, and performing all adjustments. Following service actions, the fe performed within run na+ precision testing and acceptable results were obtained. The chu investigator reviewed qc performance since service and confirmed acceptable na+ performance has been maintained. (B)(4).

Event description:
The investigation determined that higher than expected vitros sodium (na+) results were obtained using a non-vitros mas quality control fluid processed on a vitros xt7600 integrated system. Mas chemtrak level 3 results of 143.3* and 135.2* mmol/l versus the expected result of 125.0 mmol/l biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. The higher than expected vitros na+ results were obtained using a quality control fluid, there were no allegations of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc (ortho) complaint (B)(4).